Event description:
A patient reported blood glucose results of "51 mg/dl" and "147 mg/dl" with a lifescan meter, performed with 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potiential malfunction of the meter in terms of precision.